Manufacturer narrative:
The serial number of the customer's cobas pro c 503 analytical unit is (B)(6). The field service engineer (fse) inspected the analyzer and determined that a sample quality issue had caused the event. The fse performed baseline checks and verified the module's performance with a successful precision check. The investigation is ongoing.

Event description:
The initial reporter received questionable creatinine jaffe gen.2 results from several patient samples tested on the cobas pro c 503 analytical unit. One example of discrepant results was provided: the initial result from the analyzer was 4.10 mg/dl. The repeat result from another c 503 analyzer was 0.9 mg/dl. The provider questioned the initial result, prompting the rerun of the patient sample. The lower result or the result consistent with the patient's health/history was deemed correct.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) updated. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue. The cause of the event could not be determined.